Event description:
It was reported that during an unknown procedure, the tissue pad was partially detached until a doctor/nurse wiped it with gauze. The tissue pad came off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition, the tissue pad was attached to the clamp arm and not damaged, melted or missing, as reported. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about as the batch number was different than reported.